Event description:
Reporter alleged the blood glucose monitoring device was smoking in its base. It was reported the connection at the base was burnt, however, there was no liquid in it. Reporter stated the device was not cleaned and there were no injury to anyone associated with the alleged report. A request was made for the return of the suspect device and replacement product was sent.